Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose, heart attack and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was high. Caller stated that the customer's insulin pump was malfunctioning. Caller also stated that the customer is on dialysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.